Event description:
Device switches on automatically when pad-pak inserted and cannot be switched off. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 16th july 2014. The device was returned with a reported fault of ¿device switches on automatically and cannot switch off¿. Multiple manual power ups of ten-minutes duration throughout the history log would indicate the device was switching on automatically. Measurements taken during the investigation would indicate a failing membrane. The fault was traced back to corrosion on track 13 of the membrane tail. The corrosion led to multiple manual power ups of ten-minutes duration which resulted in the depletion of the returned pad-pak and the device failing to power off via the on/off button. The faults could not be replicated with most of the corrosion removed from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail was due to suspected storage outside the indicated conditions. However, this could not be verified by other means; e.g. No corrosion on screws or usb contact collars or elsewhere within the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically when pad-pak inserted and cannot be switched off. There was no patient involved in this event.